Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the device alarmed an unexpected restart alarm during normal use. Customer's blood glucose was 172 mg/dl. Device had alarmed a displayable history check failed alarm. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with constant tone and blank display due to moisture damage on the electronics assembly, motor, battery tube, vibrator and keypad assembly; also, unable to perform all functional test or verify a21, a47 alarm due to blank display. The insulin pump had cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.